Event description:
It was reported that the patient presented for a pacemaker implant procedure. During the procedure, the lead exhibited loss of capture and high pacing impedance. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. Final analysis found that as received, a complete lead was returned for analysis. Electrical, mechanical, visual inspection and x-ray analysis was normal with no anomalies found.